Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the nominally bipolar programmed device did not pace when connected to the bipolar leads. This resulted in one to ten seconds of asystole. The physician elected to replace the device with a new one. No adverse patient effects were reported.